Manufacturer narrative:
Upon inspection of the solenoid limit switch pcb, it was conceivable that the switch could incorrectly be set up and it was possible for the round tip of the solenoid pin to not fully clear the slot. In this scenario it is possible for the pin to disengage from the slot. If this failure had occurred with a patient on the precise table and the geometric set-up been in such a way that the panel came into contact with the patient this could result in major injury. For the issue to occur a fault must be present in that the solenoid pin dislodges from the cradle locking slot, and the brake/belt mechanism does not have sufficient holding power to hold the cradle and middle arm, allowing the cradle to extend. In order for this to cause harm to a patient then the failure must occur at specific angles (90±30 for xvi). Information gathered from clinical specialists suggest that folding and retracting the panel while the patient is on the table is infrequent. Combining all these factors the likelihood of harm is rated improbable. A major and improbable cause calculates a tolerable risk value. The fault could not be replicated despite multiple attempts. By eliminating all other possibilities it is thought that the root cause is that the microswitch, which detects the engagement of the solenoid pin and in turn removes the inhibit allowing the arm to fold, was able to be positioned in such a way that would allow a solenoid pin engagement other than full engagement. The events that then allowed the pin to retract was likely a combination of gantry position and pin engagement. The machine is in a safe state and functional. The micro-switch assembly will be adjusted to ensure that the system works as intended.

Event description:
The customer reported that the xvi detector was slipping out during treatment and the belt clamp was broken. Based on the available information there was no patient mistreatment.